Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 500 mg/dl, last night injected, ate nothing and blood glucose was 405 mg/dl, got up and blood glucose was 115 mg/dl and current blood glucose was 479 mg/dl. Customer reported that the following symptoms related to their high blood glucose terrible headache and nauseated. The customer was assisted with troubleshooting and declined. The customer was treated with insulin pump and manual injection. Customer will not return device for analysis.